Event description:
During this pt's second dialysis treatment, the pt experienced back pain. Oxygen was administered and treatment was temporarily discontinued. The dialyzer and blood circuit were discarded. Dialysis treatment was restarted with another type of dialyzer with no further complications. The reported blood loss due to changing out the dialyzer and blood circuit was estimated at 250 cc.